Event description:
Received complaint and summons from pt's atty, who reports pt was not given a written description on how to clean and store contact lenses. Pt cleaned lenses on a number of occasions with ordinary tap water. Pt alleges they developed acanthamoeba keratitis. No add'l info is available to enable further investigation at this time.

Event description:
Rec'd additional info. Medical records indicate in 2000 the pt was referred to an ophthalmologist for recurrent corneal erosion, symptoms in left eye for 1 week. Not on chart: "pt out of contact lenses for one month before episode. No exposure to contaminated water." The medical records documented treatment from 2000 through 2001. During that period the pt was initially diagnosed and treated for diabetic corneal erosion, then in 2000 diagnosis changed to probable herpes simplex keratouveitis, and in 2000 diagnosis changed to presume fungal ulcer. Last note in 2001, "pt at clinic for follow up, corneal ulcer in the left eye. Assessment: no improvement, plan: consult with univ texas for confocal microscopy, biopsy if needed. Continue present meds for now." No additional info rec'd.